Event description:
It was reported that during a shoulder cuff repair procedure, the healicoil anchor broke into pieces. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient current status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A visual evaluation of the device showed the device was returned in the original box with the batch number of the complaint on the label. The sutures were not returned. The anchor is on the inserter and broken at several ribs. A functional evaluation showed that the sliding ring moved as intended. An evaluation of the customer provided image shows an intraoperative view of the anchor. A thread is pulled from the core of the anchor. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material drawing/specifications found that certifications and testing data are required for raw material. The provided intraoperative photo was reviewed, however it does not provide insight into the reported cause of the device breakage. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported is not anticipated as all broken pieces were removed from the patient using tweezers. The procedure was completed using a backup anchor in the originally drilled bone hole with a 1-30 surgical delay. Reportedly, no patient harm has been alleged and the ¿patient¿s current status is good.¿ therefore, no further clinical/medical assessment is warranted. The complaint was confirmed and the root cause was associated with unintended use of the device. Factor that may have contributed to the reported event might be use of excessive force during insertion can cause failure of the suture anchor or insertion device. No containment or corrective actions are recommended at this time.